Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a case through maude database of a patient that had 2 reintervention. Patient presented with stomach pain in 2016 and a CT scan that was performed which revealed there was a leak of the aneurysm implant that was originally implanted to treat an abdominal aneurysm at an unknown date. The patient said that the surgeon did a revision surgery to fix the issue, however 6 weeks later had same recurring issue with the implant and had to go in for another revision surgery. The patient goes on to state that the device began to leak a third time in 2018, and visited a different surgeon that was not able to rectify the issue. No additional information was reported.